Event description:
Approx. 2 years after implantation the polyaxial screw fractured below the tulip in l5, left. During explantation still a fracture in the lower third of the screw shaft. Tip of screw could not be removed.